Event description:
It was reported that the surgeon was putting a cranial bone flap on patient. Patient was being treated for a brain tumor. Two (2) matrixneuro 4mm screws broke while inserting screws by hand. Surgeon completed procedure with no additional issues. The devices will not be returned for evaluation. There is no additional information. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device broke intra-operatively. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.